Manufacturer narrative:
E1 reporter phone #: (B)(6). Analysis was performed by the hospital's equipment department. Upon evaluation, the blood oxygen probe was found to be damaged. Replacement of the probe with a new unit restored the monitor to normal operation, with accurate readings subsequently observed. At the time of the investigation, it could not be confirmed whether the faulty probe was a philips-manufactured component. The specific part number was requested but remains unavailable. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a damaged blood oxygen probe. The issue was resolved by replacing the blood oxygen probe and the product is back in service.

Event description:
Philips received a complaint on a patient monitor efficia cm10 indicating that during the clinical monitoring of patients' vital signs, it was discovered that the blood oxygen (spo2) reading of the monitor was inaccurate. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.